Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.

Event description:
The event is reported as: per (B)(6) affiliate: dr inserted the urinary catheter post a cystoscopy-- to drain urine at 9.00 hrs and the nursing staff attempted to remove the catheter at 1800 hrs and was unable to deflate the balloon and remove the catheter from the bladder. They cut off the valve and were still unable to deflate or remove the catheter. The dr was informed and the decision was taken to take the pt back to theatre (surgery) to attempt to remove the catheter. The pt had to return to the theatre (surgery) to have the catheter removed under anesthesia because the pt was very traumatized by the sequences of events. Catheter was removed successfully. Product has been cut in a number of places to facilitate the removal of the catheter. No pt injury reported. Pt current condition is fine.